Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the scs patient was experiencing inadequate stimulation, resulting in sciatica pain. The patient also requested a system upgrade. To address these, a revision procedure was performed in which the implantable pulse generator (ipg) was removed and replaced. In accordance with facility policy, the explanted device was retained and will not be returned.

Manufacturer narrative:
The device sc-1200, serial number (B)(6) was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure, and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the scs patient was experiencing inadequate stimulation, resulting in sciatica pain. The patient also requested a system upgrade. To address these, a revision procedure was performed in which the implantable pulse generator (ipg) was removed and replaced. In accordance with facility policy, the explanted device was retained and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.